Manufacturer narrative:
Philips service replaced the power supply (dvi matrix switch 16x16 power supply) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that images did not display on the flexvision monitor on an allura xper fd20 biplane. The clinical use of the system was unknown. There was no reported patient or user harm.